Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device received with cracked case, cracked case,, and cracked battery tube threads. Device received with blank display due to corroded electronic assemblies. Unable to perform displacement test, self test, and current measurements or verify unexpected battery power loss due to display anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was not working. The customer¿s blood glucose was unknown. The customer stated that the insulin pump was exposed to moisture and it was replaced. The device will be returned for analysis.